Manufacturer narrative:
Similar product with product# 8699120 and 510(k)# - k981676 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for ossification of posterior longitudinal ligament of thoracic spine. It was reported that revision surgery was scheduled on (B)(6) 2020 for extending the fixation to upper level. There was patient involved in the event and no further complications reported regarding the event. Additional information was received on 2020-jul-17: fusion for extending from t7 to l2 was performed for the patient who was performed fixation at th1-5. Rod connection was performed by mrc vertical connection near t6. Patient had ossification. The product number was g8699120 and lot number was w08f3994. .